Manufacturer narrative:
A ge representative evaluated the system and performed a collimator alignment. System operates as intended.

Event description:
Customer reported the collimator is not centered and the image is distorted. No patient injury was reported.